Event description:
The patient was receiving an interferential electrotherapy treatment for a 'frozen' right shoulder when at the end of the treatment, the patient complained of a 'zap' sensation. Four days later, when the patient returned for treatment, a nickel sized blister was noted on the right posterior upper arm. The patient is recovering from the blister. No medication or treatment was required for the blister. The patient's progress towards recovery was not impeded. The clinician set the intensity to 15ma for a treatment time of 15 minutes using 2 inch electrodes. The electrodes had been applied twelve times prior to this event.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt, use the same output circuitry involved in the generation and delivery on stimulation. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery and electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. Patient skin preparation or electrode placement can contribute to the reported incident. The unit meets all manufactures specifications.